Event description:
It was reported by the customer that a pyxis medstation es system had a door issue. The customer stated that the handle and lock on fridge door are removed and making the fridge inaccessible causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door issue. The field service engineer reattached hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was " (B)(6).".